Manufacturer narrative:
Additional information provided: the product was returned damaged on a post of the lens case with additional damage similar to damage from being caught in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a cartridge, a handpiece and viscoelastic. The viscoelastic is not qualified for use with this lens/cartridge combination. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported complaint of ¿poor vision, myopic, lens exchanged¿. The lens was torn/cut into two portions similar in appearance to damage created when explanting a lens. The lens bench evaluation could not be conducted due to the damaged condition of the returned lens. Additional optic damage was observed which may be related to a failure to follow the directions for use (dfu). An unapproved viscoelastic was used with this lens/cartridge combination. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was exchanged. The patient experienced poor vision and was myopic. Additional information was requested.